Event description:
The reporter indicated that when the lead was programmed to the unipolar mode, high ohms, no sensing, no capture or output was observed. When the device was reprogrammed to the bipolar mode, capture was seen intermittently.